Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 1.1 and 1.2 were failed. A field service engineer inspected and found a pinched bus cable between the cubie drawer, rear panel, and rear door. Repositioned the cable and tested drawers using the hardware testing application (hta), confirmed that all cubie drawers were functional. Rebooted the station, after which drawer 3-2 cubie pocket d5 was failed. Powered down the station, inspected, and reseated row board cables. Tested drawer 3-2 in hta, removed all cubies, and cleared debris. Verified all cubies tested good in hta. Confirmed recovery and successful testing in the application. All components were then fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.1 and 1.2 had failed. User rebooted but the issue persisted and also mentioned that multiple clicking sound were heard during recovery. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.